Event description:
Patient stated they are experiencing pain daily because of the implant. Patient further stated that the implant is currently causing leg paralysis. Information provided indicates the initial procedure was performed about 3 or 4 years ago. The patient is not currently revised. No further information available.

Manufacturer narrative:
D6a: implanted 3 or 4 years ago. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.